Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2022 the user had a sudden loss of hearing with the device and testing would show affected channels. After one month of observation there was no improvement and the user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6)2022 the user had a sudden loss of hearing with the device.the user was re-implanted.